Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after replacing the coin cell battery in their device, the device would not complete a boot up cycle when powered on. Additionally, when attempting to enter the device's "service mode" the device continuously reboot by itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported issue.  Physio did observe non-critical event codes that were logged into the device's memory.  Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies which resolved the non-critical event code issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure to complete the boot-up cycle could not be determined.